Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and upon re lease of the valve, the valve dislodged into the left ventricle. A snare was used to move the valve out of the ventricle and into the ascending aorta. A second valve was implanted at a depth of zero on the non-coronary cusp. It was reported that pre-implant annular measurements were made by transesophageal echocardiogram (tee) at an approximate 24 mm mean diameter as computed tomography (CT) imaging was not performed due to kidney disease. No adverse patient effects were reported.